Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an anterior lumbar interbody fusion took place. The tip of the implant holder sheared off during the insertion to levels l5 - s1. The aiming device was not used. Surgeon then carefully free handed the screw insertion. The broken part was left in the implant inside the patient. There was no surgical delay and no patient harm reported. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing (mfg) investigation action was performed mia. The investigation of the complaint articles has shown that: the distal end of the instrument shared off. Review of material and manufacturing documentation confirmed that the instrument produced in 2014 meets specification. No failure in material or manufacturing could be detected. Without further knowledge we can only assume that mechanical force overstrained the material in case of divergent movements between instrument and implant which finally lead into the tip shear. We herewith recommend specific parts in our technical guide which focusing this potential issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.